Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose as well as insulin pump had a blank display. The high blood glucose level was 419 mg/dl. Customer stated that the reservoir lip ring was cracked. The product will return for the analysis.

Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display noted. Device received with broken reservoir tube lip noted.